Event description:
Analysis of the returned device noted that the stent was partially deployed from the delivery system. There was no clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. During the investigation, it was discovered that the outer body was kinked on its proximal shaft at 37 cm from the proximal end. The strain relief was removed and it was observed that the outer body was wrinkled under the strain relief and it was also wrinkled and stretched at 4.6 cm distal to the strain relief. It was severely compressed on its distal shaft just proximal to the stent location and on the stent location. The inner body was in the outer body. There was a large amount of blood in the inner body and outer body. The stent was partially protruding through the outer body distal end. The inner body bumper marker was just proximal to the stent proximal markers. Attempts made to advance the outer body were not successful. The outer body distal shaft was compressed at the stent location. No anomalies were noted to the coating on the outer body. The inner body was returned inside the outer body. The inner body appeared to be kinked with the outer body. The inner body was jammed in the outer body. There was a large amount of friction when the inner body was being pushed in the outer body. The inner body dual tapered tip was pulled and the stent was pulled out of the outer body. The stent was conforming to its visual specifications. The inner body dual tapered tip was pulled and the stent was fully deployed. Based on the investigation results and the information provided, the most probable cause of the stent partial deployment was high friction. The high friction may have led the physician to apply excessive force as demonstrated by the anomalies noted to the device. There is an indication of inadequate flush, as the returned device had a lot of blood. Additional information was received from the user facility stating that continuous flush was maintained; therefore, the definitive cause of the high friction could not be determined. Therefore, a root cause of undeterminable has been assigned to this complaint.